Event description:
The donor stated they had experienced "exactly the same" symptoms during a donation in 2002. Symptoms included runny nose, scratchy mouth and a red and swollen eye that the donor stated thet they had rubbed after the donation. The donor did not report symptoms to the center staff or see a physician at the time of visit to the center. The donor went home and put a warm compress on their eye, rested for a short time and the swelling went away. This donor has been a plateletpheresis donor since 1992.